Manufacturer narrative:
(B)(4). The receiver data log was reviewed on 08/11/2015. The complaint of inaccurate cgm values was confirmed. A root cause could not be determined. Additionally, it was reported that continuous glucose monitoring (cgm) device is being used on patient under 2 years of age and the sensor was worn beyond seven days. The dexcom g4® platinum continuous glucose monitoring system states: the dexcom g4 platinum (pediatric) continuous glucose monitoring system is a glucose monitoring device indicated for detecting trends and tracking patterns in persons ages 2 to 17 years with diabetes. However, a root cause for the reported inaccuracy cannot be determined. Furthermore it states: your sensor gives you sensor glucose readings for up to seven days. The performance of a sensor has not been tested beyond seven days.

Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2015. Sensor was inserted on (B)(6) 2015. The sensor was worn beyond seven days and the patient was under 2 years old. At the time of contact, no injury or medical intervention was reported.